Event description:
The device was returned to the service center with a customer contact report of a "neg prox. Occl a non-delivery" error code. This does not indicate a reportable event or malfunction. However, during verification testing at the service center, it was noted that the regulator closer was not seated correctly and the regulator opener was damaged.